Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while taking out the guidewire from the lumbar catheter, it made a hole in the catheter. The physician recognized that the catheter was pierced and tried to take it out from the patient. A part of the catheter was broken off and left in the patient.

Manufacturer narrative:
Device information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had been discharged from the hospital and was fine. It was stated that the catheter had been withdrawn through the tuohy needed to adjust its position. The clinician reportedly indicated that they would have needed to operate on the patient to remove the piece of the catheter. As a result, they felt that performing a surgery was riskier than keeping the catheter inside the patient.